Manufacturer narrative:
Block h6: supplemental report #1 indicated that the adhesive likely detached post procedure; however, the conclusion code was not updated from 4315 (cause not established) to 4308 (cause traced to transport/storage).

Event description:
This case was reviewed and investigated according to the manufacturer's policy. Internal reference: (B)(4). This follow-up supplemental report #1 is being submitted to report additional investigation findings, to wit: there is no potential for harm if the malfunction were to recur. This complaint was reassessed based on an engineering study that indicated, this family of catheters do not exhibit any adhesive detachment during normal use. There is no evidence of abnormal use conditions, it is likely the adhesive detached post-procedure, during the process of returning the device for analysis. There was no patient injury, no status decline, no adverse event, and no unplanned additional medical or surgical intervention reported. There is no potential for harm if the malfunction were to recur. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Internal reference: (B)(4). Facility declined to provide patient information. No tests/laboratory data available. Other relevant history: no information available. Products: no information available. The implant or explant dates are not applicable to this device. Reprocessor information: not applicable for this device. Concomitant medical products: no information available. State/prefecture is (B)(4). Protocol and event terms do not apply to this submission. Remedial action: do not apply to this submission.

Event description:
This case was reviewed and investigated according to the manufacturer's' policy. It was reported during a planned therapeutic peripheral procedure inside the body, while passing through the lesion, the manufacture's device image disappeared. Visual, microscopic inspection, and image testing were performed on the returned device. A portion of the adhesive was missing. The device was recognized by the system and produced a proper image. The probable cause of the reported failure is electrical discontinuity caused by fluid ingress. The probable cause of the observed missing adhesive could not be conclusively determined by the investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because adhesive was missing from the device. It could not conclusively be determined when the separation occurred. There is a potential for harm if the malfunction were to recur.